Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by trying to perform a calibration and was not able to change the calibrator bottle value in the calibrator request screen. All calibrators were set to zero (0) in the test file. The fse then reseted all default calibrator values to standard default values from the analyte application manual. Fse then was able to change and adjust calibrator values. The instrument is functioning as intended and was released. No further action is required by the fse. The aia-360 instrument, serial number (B)(4) was installed on the 28th of november 2017. A complaint history review and service history review for similar complaints were performed from 28th of november 2017 through aware date the 5th of july 2018. There were no similar complaints found during the searched period. The pth aia-pack pth analyte application manual states the following: calibration procedure: refer to the appropriate aia system operator's manual for procedural instructions. Verify that both the calibrator lot and concentration numbers have been correctly entered into the software. Calibrator (1) for st aia-pack intact pth is provided ready to use. Tosoh recommends that all calibrators be run in triplicate. Calibrators (2)-(6) for st aia-pack intact pth are lyophilized. All levels should be reconstituted with 1ml of cap class I or nccls (clsi) type I reagent grade water. Tosoh recommends that all calibrators be run in triplicate. The most probable cause of the reported issue was due to operator error the default calibrator values were all set to zero (0). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported being unable to enter calibrator concentrations when trying to calibrate ipth on their aia-360 instrument. Customer is unable to run and has an intraoperative ipth to run next day. The technical support specialist (tss) reviewed calibration request procedure with customer and confirmed the customer is following the correct steps to perform it. The customer indicated that when trying to modify the calibrator values a beeping sound is initiated and the values cannot be changed. The tss advised the customer to power off the instrument and then power it back on but the error still persisted. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.